Manufacturer narrative:
The sample is not available for evaluation. The device history review for lot number 4869935 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported that when administering fluid via a burette set, the shut off valve failed to activate and air was seen in the intravenous (IV) line of the patient. Other products involved at the time of the event were unspecified IV fluids and an unspecified giving set by baxter. There was patient involvement, but no delay in therapy nor adverse event were reported.